Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens no similar complaint type events were reported for units within the same lot. Lens was returned in liquid, in vial. Visual inspection found a torn haptic. (B)(4).

Event description:
The reporter indicated that a haptic of cq2015a +21.5 diopter, intraocular lens bent during loading. There was no patient contact and the backup lens was used. Cause of event was unknown.